Event description:
It was reported external leakage noticed at about 51cm. Line at skin at 45cm with securacath underneath. Leak was well below the securacath. Initially repaired but then it was noticed that a few very small droplets of saline seem to be coming out around the attachment so the line given this line was removed. Patient is left without a PICC line and will need another PICC line to be placed.

Manufacturer narrative:
H11: Section A through F - The information provided by BD represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to BD. The device has not been received by the manufacturer for evaluation. Each event reported to BD is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.